Event description:
On 9/26/96, pt noticed peritoneal dialysis fluid leaking through catheter track and at the same time the catheter appeared to be about 6 inches outside its normal location. Pt pushed catheter back in abdomen and with in hours, symptoms of peritonitis developed. Pt went to the ER and catheter was removed by simply pulling it out. The device appeared to have the dacron cuffs detached from the catheter. Despite antibiotic therapy, pt developed peritonitis. Pt was placed on hemodialysis and did not tolerate it well resulting in shock symptoms, respiratory failure, and cardiac failure. On 9/29/96, a new peritoneal dialysis catheter was implanted. Pt was in ICU for three weeks, and is now slowly recovering.